Manufacturer narrative:
Device evaluation summary - . Three holes were observed on leaflet 1; 0.25mmx0.25mm near commissure 1, and two in the cusp region which measured 6mmx3mm and 4mmx3mm. Non-transmural tissue damages were also observed; a 1.5mmx1mm on leaflet 1 near the wireform and a 2mmx1mm on leaflet 3 near commissure 1. The holes and non-transmural tissue damages were beveled at the outflow aspect. They appeared to have been caused by suture tail abrasion. Serrated markings were observed on leaflets 1 and 3 near commissure 1; the hole on leaflet 1 near commissure 1 was within the serrated marking. Minimal host tissue overgrowth encroached onto leaflet 2 at the greatest distance of approximately 2mm at the inflow aspect. One suture remained attached near leaflet 2; the suture tails were measured to be 5mm past the tie knot. Minimal calcification was observed on leaflet 2, however appeared to be on the host tissue. Incidental findings - approximately 75% of the sewing ring was cut around the valve circumference and exposed the wireform at the inflow aspect. X-ray demonstrated commissures 1 and 3 bent, and wireform distortion around leaflets 1 and 2. Additional manufacturer narrative - the reported central regurgitation was confirmed as secondary to hole on leaflet caused by abrasion from a suture tail. Suture tail abrasions occur when the tail end of a suture is not cut short enough to prevent contact with the valve leaflet. Constant friction on the leaflet valve causes wear of the leaflet tissue resulting in a perforation of the leaflet. The instructions for use for this model device lists surgical precautions for ¿when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. Leaflet damage due to contact with exposed suture tails may result in regurgitation¿. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information received indicates the device was explanted due to central insufficiency. The explanted valve was replaced with a prosthetic mechanical valve.

Manufacturer narrative:
Additional manufacturer narrative - the device has been returned but not evaluated. Results of product evaluation will be update when received.

Event description:
Edwards learned of a 21mm aortic bioprosthetic valve that was explanted after an implant duration of one (1) month and 28 days due to aortic insufficiency. The patient was 64 years of age at implant. There were no reported complications.